Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that wings felt weird went to pull wire back and wire wouldn't come back. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty pulling the guidewire back was confirmed and found to be use related. The product returned for evaluation was one 18g powerglide pro device. A gross visual inspection of the returned unit found that the catheter tubing had a large arc shaped tear near the distal end of the tubing. Additionally, the guidewire had a complete break such that a segment of the guidewire was stuck inside the catheter and was protruding out of the catheter tear. Microscopic inspection of the catheter tear found that the fracture surface was smooth and the edges were angular, both features associated with damaged caused by a sharp instrument. The catheter tip was inspected and deformation of the tip edge was observed, suggesting that insertion against resistance had occurred. The guidewire was inspected and the outer coil wire had evidence of shearing at the distal end of the wire protruding out of the catheter tear. Additionally, the outer coil wire was still largely tightly wound around the core wire at the fracture sites, which is a feature associated with sharp instrument related damage. The features observed suggested that the needle pierced through the catheter while the guidewire was advanced, causing the bevel of the needle to push against the guidewire, creating resistance and ultimately fracturing it. A needle spear through may occur in the clinician setting if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. This complaint will be recorded for future trending and monitoring purposes.